Event description:
Anecdotal report of experiencing problems with maxplus connection onto jelco IV catheters. The customer describes the two items not connecting together securely, she says that "the only thing holding them together is male fitting, not the screw cap." The customer reported difficulty injecting, with connections coming apart causing lack of fluids being administered and blood splatter. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). All affected equipment has been requested. The customer stated the product will not be returned because the set was not saved. The root cause of this failure could not be identified due to the product not being returned for failure investigation.